Manufacturer narrative:
Describe event or problem, and patient codes updated. (B)(4).

Event description:
It was further reported that per death certificate, the primary cause of the patient's death was lobar pneumonia, and the secondary causes were congestive heart failure and hypertension.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that death occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. On the same day, the index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending artery (lad) extending to mid lad with 70% stenosis and was 32mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 x 20.00 mm pe plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was last seen admitted in a nursing home for acute respiratory failure, acute kidney failure and acute on chronic congestive heart failure - systolic with cardiomyopathy. In (B)(6) 2015, the patient died. The cause of death is unknown.